Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That an as columbus tib.hemi-sp. T1/1+ 5mm rl/lm cemented (part# nr244z) was implanted on (B)(6) 2023. According to the complainant a surgery to replace the polyethylene components had been planned for (B)(6) 2025; sizes larger than 20 millimeters (mm) needed. The procedure would be revision right knee total arthroplasty (tka). Additional information was not provided but has been requested. The adverse event is filed under aic reference (B)(4). Associated medwatch reports: 3005673311-2025-00019, 3005673311-2025-00021, 3005673311-2025-00022, 3005673311-2025-00023, 3005673311-2025-00024, 3005673311-2025-00025, 3005673311-2025-00026, 3005673311-2025-00027, 3005673311-2025-00028, 3005673311-2025-00029, 3005673311-2025-00030.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.